Event description:
It was reported the patient had been experiencing shortness of breath since their surgery. It was stated the patient was planning to have a CT scan with a pulmonary embolism protocol. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va07bbf, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va07bbf, implanted: (B)(6) 2013, product type lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).